Event description:
It was reported by the pt that approximately 2 months following a coronary drug eluting stinting treatment procedure a thrombosis occurred. The pt was suffering from ischemic cardiopathy with infero-lateral acute myocardial infarction kk ii in 2004. Urgent cineangiography showed: proximal third occlusion of right coronary artery with image of an endoluminal thrombo, severe lesion in the middle third of the anterior descending coronary artery, severe lesion in the second diagonal branch and severe distal lesion of fine circumflex coronary artery. Subsequently, a right coronary ptca was performed with the placement of a 4.0 x 19 mm carbonstent sorin stent (reperfusion time 3 hrs. 30 mins) two months later revascularization was completed through a ptca of the anterior descending coronary artery, with the placement of a 2.5 x 20 mm taxus express2 drug eluting stent and ptca with balloon in the second diagonal branch. The pt was discharged and treated with asa clopidogrel 75 mg for at least 3 months, atorvastin 20mg daily, cirelen 60mg daily. The pt started suffering from effort angina two months after the previous procedure. A myocardial perfusion scintigraphy with effort was performed and had to be interrupted because of the presence of unsustained ventricular tachycardia. Two months later a scintigraphy with dipiridamol was performed, showing extended ischemia at the level of anterior, septal, apical and inferoapical regions of the lv, with an after effect of post-inferior and post-lateral infarction. A coronary cineangiograpy was requested in order to exclude the diagnosis of restenosis. Two days later angiography revealed stent thrombosis in the middle third of the anterior descending coronary artery, a severe lesion in the second diagonal branch origin with poor development, a severe distal lesion in the fine circumflex artery, moderate lesion in proximal third of the posterior descending branch, and a moderate to severe distal lesion in the posterior lateral branch. The pt was discharged from hospital and a consultation was arranged with the cardiac surgery department.